Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found. The rv (right ventricular) setscrew was noted to be missing.

Event description:
It was reported that prior to implant, a setscrew was noted to be loose and could not be replaced. The device was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).